Event description:
The customer reported the ventilator shutdown during normal ventilation operation without an audible alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. Evaluation of device and service is pending.

Manufacturer narrative:
Evaluation of device and service is pending.

Event description:
The manufacturers field service engineer (fse) evaluated the device and was not able to duplicate the reported problem. The fse ran unit for several hours at set parameters, the unit cycled normally, no alarms activated, the power cord and backup battery were connected and fully seated and the circuit breakers were on. No problems found. Multiple extended self tests (est) and performance verification tests were run and the device passed testing.

Manufacturer narrative:
Supplemental report